Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was unable to communicate properly with an electrode belt, causing the reported resets. The cause for the communication failure was isolated to a shorted u409 can transceiver on the computer/analog pca. Additionally, insulated gate bipolar transistors (igbts) q12 and q16 were shorted. The root cause for the shorted u409 transceiver and shorted q12 and q16 igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.